Manufacturer narrative:
Following the submission of the regulatory reports it was discovered that a duplicate medical device report with manufacturer report number 3003288808-2019-00297 was submitted relating to this event. As further information pertaining to the event and investigation is received the report with manufacture report number 3003288808-2019-00297 will provide the additional information. This file related to manufacturer report number 3003288808-2019-00305 will be closed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the logfile for the treatment day shows during start up the vacuum check, the energy check and the ablation check were performed without issue. Also the image of the ablation check shows a valid and good test. The logfile shows 4 successfully finished treatments on that day. The logfile shows the energy is stable during treatment. No relevant deviation between planned and performed energy is detectable for the treatment. The user operated surgery within the recommended energy settings. The spot separation of the side cut and the bed cut were also in the recommended range. No technical root cause of device was detectable during review of the logfile. According to the provided treatment report the used flap parameter shows a thin intended flap of 100¿m and the suction time was 126 sec. That was more longer than usual (45 sec.) The combination of thin flap and water/ lacrimation might have caused the flap to become more thinner than intended which could cause an uncut area. During the technical onsite visit the field service engineer (fse) replaced main deflector and hole pattern aperture unit and perform service installation record. The fse attended surgeries three times in the span of a month. No abnormalities were noted. No technical root cause was identified as the product was found to be within specifications according to the logfile review result. The root cause could not be determined conclusively. The most likely root cause could be the thinner flap setting and the combination of thin flap and water/ lacrimation caused the flap to become more thinner that caused uncut area and difficult lifting as result. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported an uncut area during lasik flap creation of the right eye. The cut flap is reported to be thin or thicker then planned and the side cut did not go up to the surface. Additional information received. The surgeon completed the flap with scissors and the treatment was completed the same day. At the one day post operative visit the patient was reported to have microstriae. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.